Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. Another device was implanted successfully. No additional adverse patient effects were reported.